Manufacturer narrative:
Based on the claim against the product by the customer noting wires coming out the sides, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pulleys exhibited no damage. Other cables were not damaged. The instrument housing was removed from the back end, and no damage was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had wires coming out. The instrument had 7 out of 10 uses. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no fragments fell into the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.